Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during trouble shooting cycler alarms observing a fluid leak when the cassette was removed from the liberty select. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. I will replace the cycler. The patient insisted on continuing with treatment on the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. There was no missed treatments. The liberty select was replaced.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (hb make sure hb is on ht tray) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was perform and completed without any failures or problems. A visual internal inspection found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and was replace. The cause of the observed dried fluid and fluid could not be determined. Mushroom head check passed. Positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."